Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, serial number: n/a, batch/ lot number: 1000194720, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir migrated to the inguinal canal and the pump was high. All the components were removed and replaced with a new ipp. No information about the patient's outcome was provided. Additional information received. The patient couldn't pump up the device due to the pump migrated after two uses. The patient had a good outcome.